Event description:
It was reported by a covidien sales representative that some mothers commented that the new shiley tracheostomy tube cannulas are difficult to use. The cannulas are very soft, and frequently the adaptors fall out. Additionally, connecting the cannula to the ventilator is not an easy task. There is no report of serious injury or death associated with this report.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). Follow up efforts revealed new and clarifying information regarding this event: the customer informed that, after one day of use, the new shiley tracheostomy tube pef model had the patient experiencing an increase in secretions, and throat irritation. As a result, the patient was coughing and causing the vent circuit to disconnect from the 15mm connector. The pef device was removed and re-intubation with the ped model was required. There is no report of serious injury or death associated with this event.